Manufacturer narrative:
More information regarding the event has been requested for investigation. A supplemental medwatch will be submitted when the investigation has been finalized. (B)(4).

Event description:
It was reported that the ventilator during pre-use check showed excessive leakage. There was no patient involvement. (B)(4).